Event description:
A customer reported that their pump screen was dark and would not turn on, and the wake button was difficult to press, requiring multiple attempts. There was no reported impact to the customer¿s blood glucose level. The customer continued to use current pump.